Event description:
A hospital in another country reported to our distributor that the humidifier connection tube was not included in the package.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor overseas. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. Method: pending the return of the device an initial assessment has been done based on the event description. Results: our records indicate that no other complaints of this nature have been received for this lot number. Conclusions: the device was out of specification.